Event description:
Boston scientific received information that this right atrial (ra) lead was successfully repositioned due to a dislodgement. The lead was explanted over eight years later for an unrelated product performance issue documented within report 2124215-2015-04277. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.